Event description:
The pt has reportedly experienced a decrease in sound quality after experiencing a fall. Programming adjustments were made and external requirement was exchanged, however this did not resolve the issue. Revision surgery is under consideration.